Event description:
The user reported that is no sound with the right device. The user reported that when she put on the processor last thursday ((B)(6) 2020) she heard a static sound and since then there has been no sound. No head trauma, illness, tinnitus or dizziness reported. Re-implantation took place on (B)(6). This report refers to 9710014-2020-00481. Please refer to this report for further information.